Event description:
The customer reported that the right atrial lead was surgically abandoned during a device change out procedure due to high threshold measurements. A new right atrial lead was successfully implanted. No specific measurements reported; no adverse pt effects were reported. The lead was actively implanted for approximately 9 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be conformed. A new right atrial lead was implanted with no adverse pt effects reported. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.